Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00182 and 3003742446-2011-00183. As it was reported by the legal department via email, this male patient had two cypher stents implanted. After the index procedure the patient suffered late stent thrombosis. This patient of unknown age and medical history experienced a late thrombotic event after implantation of two cypher stents. The indication of the index procedure was unknown. The first cypher was implanted in the proximal circumflex and the second cypher was implanted at the mid left anterior descending artery (lad). Description of the vessels such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. Two cypher stents of unknown length and diameter, unknown lot number and unknown expiration date, was deployed at unknown pressure in the proximal circumflex and the mid lad. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the patient was discharged from the hospital. Post-interventional treatment with plavix was reported for an unknown duration. It was unknown if the patient was compliant with the antiplatelet therapy. No additional information was available. The product remained implanted in the patient and is thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot number of the product was not reported. Thrombosis is known potential adverse events associated with stent implantation procedures. Discontinuation of antiplatelet therapy may cause thrombus formation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited patient and procedural information available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events. No corrective or preventive action will be taken at this time because there has been no specific root cause identified that can be attributed to either the product design, raw materials used or the manufacturing process.

Event description:
As it was reported by the legal department via email, this male patient had two cypher stents implanted. The first cypher was implanted in the proximal circumflex and the second cypher was implanted at the mid left anterior descending artery. After the index procedure the patient suffered late stent thrombosis.